Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019, it was reported by the patient's mother that her child had three consecutive episodes of hyperglycemia with blood glucose up to more than 400 mg/dl for 48 hours and more than 500 mg/dl along with clinical symptoms of diabetic ketoacidosis which was due to a bent cannula. The patient's catheter was changed but the blood glucose level was still high after 4 hours with a new catheter for the second time. On sunday morning, glycemia was still high and catheter was changed due to a bent cannula again. The patient felt more and more worse and was subsequently taken to the emergency room of a pediatric hospital for the treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.